Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.